Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation was performed for the finished device 6594260 number, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation primary with a mentor smooth round high profile 420 cc and suffered from capsular contracture baker grade iii on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.